Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm micl13.7 -5.0 diopter implantable collamer lens was implanted into the patients eye on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to high vault and replaced with a shorter length lens. If additional information is received a supplemental medwatch report will be submitted

Manufacturer narrative:
B5- the reporter indicated that a 13.7mm micl13.7 -5.0 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to high vault and elevated intraocular pressure. The lens was later replaced with a shorter length lens and the problem resolved. In the reporters opinion the cause of the event was "other", for cause details the reporter reported " high vault and narrow angles". Claim # (B)(4).